Event description:
It was reported during the procedure in the left anterior descending artery, the 3.0x18 rx xience v stent delivery system (sds) was inspected and loaded onto a .014 non-abbott guide wire but was not advanced into the anatomy. The decision was made to perform pre-dilatation; therefore, an attempt was made to remove the sds from the guide wire when it was noted that the tip of the sds had separated. The sds and the separated tip were withdrawn from the guide wire separately. A new xience sds was used to treat the patient successfully using the same guide wire. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: analysis of the returned device revealed the soft tip was separated at the distal end of the distal seal. The fracture face was jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). The inner diameter at the separation was measured and met manufacturing criteria. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the investigation, no product deficiency was identified.